Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being in the emergency room and was needing assistance with insulin pump. Healthcare professional inquired of if someone could evaluate the status of insulin pump. It was also reported that customer should not have been using insulin pump due not having training on insulin pump. Call was disconnected prior to obtaining additional information.